Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that the infusion set's tubing detached at the quick release. The site location was the patient's abdomen, and the pump was in the pocket on right site. The infusion had been used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing, and the pump was not dropped with the set connected to the body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that the infusion set's tubing detached at the quick release. The site location was the patient's abdomen, and the pump was in the pocket on right site. The infusion had been used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing, and the pump was not dropped with the set connected to the body. No further information available.